Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2013-device evaluation: the insulin pump has been returned and evaluated by product analysis on 9/25/2013 with the following findings: visual inspection of the pump showed some cosmetic defects and no damage to the keypad was observed. Investigation revealed the ¿up¿ and down¿ buttons were responding intermittently while the contrast and ¿ok¿ buttons were responding properly. Upon removal of the keypad, contamination was found under ¿up¿ and ¿down¿ button contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow button is intermittently unresponsive and required several button presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.